Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
When resident in it the chair is shaking or very wobbly. Seems like everything should be fine but it's not. All the wheels are tight. There doesn't seem to be anything she can tell but the chair shakes horribly and very hard to wheel. Sounds like there is an issue with casters or wheels bearing.